Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
Per the clinic, the patient experienced staphylococcus infection in (B)(6) 2020 (specific date not reported) which was subsequently treated with oral antibiotics on (B)(6) 2020 (duration not reported) and (B)(6) 2020 (duration not reported). The patient was also treated with steroids in (B)(6) 2020 (type not reported).